Event description:
The customer reported via the sales representative that this patient underwent implantation of bi-lateral exeter femoral stems 2002. It was recently discovered that the stems had fractured. It is further reported that the patient has undergone revision of one stem. Details of the second revision are not known at this time.

Manufacturer narrative:
There is no specific information available at this time for the second reported device or the subsequent revision of that device. A separate report will be submitted if that information is determined.